Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) underwent a ventricular tachycardia (vt) ablation procedure. During the procedure, the patient went into ventricular fibrillation (vf). A health care professional (hcp) attempted to deliver a shock through the implanted device by pressing the shock button on the programmer. However, the programmer displayed a message that there were no stored s-ecgs for the patient and shock therapy was not delivered. External rescue was delivered to terminate the rhythm. Further review was performed by a local field representative and determined that the programmer lost telemetry with the s-ICD and resulted in the inability to deliver the shock command to the s-ICD. This product remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) underwent a ventricular tachycardia (vt) ablation procedure. During the procedure, the patient went into ventricular fibrillation (vf). A health care professional (hcp) attempted to deliver a shock through the implanted device by pressing the shock button on the programmer. However, the programmer displayed a message that there were no stored s-ecgs for the patient and shock therapy was not delivered. External rescue was delivered to terminate the rhythm. Further review was performed by a local field representative and determined that the programmer lost telemetry with the s-ICD and resulted in the inability to deliver the shock command to the s-ICD. This product remains in service. No additional adverse patient effects were reported.